Manufacturer narrative:
Add'l info not included in distributor's report. Add'l info regarding pt description of allergic reaction included.

Event description:
On (B)(4), 2011, sleepnet was notified by carefusion that they "received a report of a mojo ventilated full face mask causing an allergic reaction on a pt." A copy of the medwatch form submitted by carefusion was included with the notification. (Carefusion report# 2050001-2011-00001). Per sleepnet's conversation with the initial reporter after receiving notification from carefusion, the mask "created little white bumps around nose and mouth that got oozy." Pt received mask on (B)(6) 2011, reported problem on (B)(6) 2011.